Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right circumflex artery. A 5.0x100 135cm mustang¿ balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another different size mustang¿ balloon catheter. No patient complications were reported.